Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The hearing performance with the device was affected. There was no report of a specific trauma, swelling or redness. The recipient was re-implanted on (B)(6) 2019.

Event description:
The hearing performance is affected. There is no report of a specific trauma, swelling or redness.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance is affected. There is no report of a specific trauma, swelling or redness.